Event description:
A 455 days post-op, the patient presented with neck pain radiating to left upper extremity. Nerve conduction study reveals evidence of a mild-moderate left sensorimotor and a mild right sensory median nerve neuropathy at the wrist consistent with the clinical diagnosis of carpal tunnel syndrome. This study reveals evidence of chronic left c5-c6 radiculopathy with no signs of active denervation.

Event description:
On (B)(6) 2009, the patient presented with ongoing complaints of pain and with a diagnosis of impingement and subacromial decompression. The patient underwent 3 level cervical fusion. Reportedly, the patient's symptoms began immediately post-op. The patient reported throbbing and burning. Patient was given oral medication and massage therapy wears sling for upper extremity pains, neck and arm pain with loss of function in left arm. Patient has dysphagia and aspiration. On (B)(6) 2009, the patient presented for follow up. Per the physician's notes, "his pain has improved since surgery. He still has weakness in his right arm and he has difficulties with dizziness." On examination, he has persistent weakness of the right deltoid. X-rays of the cervical spine reveal the hardware and cages to be in good position." On (B)(6) 2009, the patient presented for follow up to review an MRI of his cervical spine. Per the physician's notes, "MRI scan reveals mild foraminal stenosis bilaterally at c4-5. This has improved from pre-operatively." On (B)(6) 2010: patient initial visit for cervical issues. Patient has seen multiple doctors, been given multiple medications, and undergone many physical therapy sessions, patient referred to neurologist (B)(6) 2011 patient approximately 28 months post cervical fusion, burning pain over left arm, down legs, both hands, along his back. On (B)(6) 2012: patient states he now has left lateral sided elbow pain and right hand pain for several months, does not recall any injury, has had hydrocodone for the pain (B)(6) 2012: follow up, very limited rom left shoulder with atrophy right shoulder abduction to 30, decreased strength left arm and decreased grip strength, numbness in left arm, patient also complains of left side facial numbness, kyphotic spasms in neck, dizziness, nausea, and bilateral tinnitus patient fell on unknown date while washing car and subsequently complained of hip and more back pain.

Event description:
On (B)(6) 2009 the patient presented significant neck pain and arm numbness with the preoperative diagnosis of cervical spondylosis with cord compression. The patient underwent surgery that consisted of c4-5, c5-6, c6-7 anterior cervical discectomy and fusion with cage bone morphogenic protein and allograft; placement of a peek cage intervertebral device at c4-c7, c5-c6 and c6-7; and placement of atlantis anterior cervical plate from c4 to c7. Per the operative report" ....endplates were curetted at all levels peek cages were sized and filled with bone morphogenic protein and allograft. The cages were inserted into the disk spaces. An atlantis anterior cervical plate was placed from c4 to c7 with variable angle screws... " no patient complications were noted. A cervical spinexr showed findings and plate interleaved for.. C4, c5, c6, and c7. There were prosthetic disc at these levels. The spine was maintained in normal alignment. On (B)(6) 2009 a post op cervical xr was taken which noted no adverse findings. In the doctor's consultation notes he wrote that the patient complained of severe pain after the surgery on (B)(6) 2009 and numbness in the left hand with difficulty raising his right arm (new since surgery). He also presented chest pain; shortness of breath; pain in his neck that goes to the top of his head; and headache. His lab work showed a slight elevation in creatine kinase-mb. On (B)(6) 2009 the patient underwent a modified barium swallow which found "prevertebral soft tissue swelling with evidence of aspiration of barium.." The patient also had a 5 v cervical spine xr taken which indicated "prominent soft tissue swelling in the prevertebral space with worsening. Status post fusion from c4 through c7." On (B)(6) 2009 the patient underwent a modified barium swallow which found "intermittent vestibular penetration with all swallowed substances. No aspiration." On (B)(6) 2009 the patient was discharged from the hospital. It was noted in the discharge notes that the patient presented the final diagnosis of dysphagia; panic attacks, ptsd, and cervical spondylosis. On (B)(6) 2009 a cervical 2-3v xr was taken which showed that the "c4-c6 anterior and interbody fusion remains intact. Alignment of the fused vertebral elements is anatomic. Mild c2-c3 and c3-c4 degenerative disease is present." On (B)(6) 2009 the patient left a phone message complaining that he was having more dizzy spells. On (B)(6) 2009 the patient presented neck and arm pain with loss of function of the left arm; tingling and numbness into arm. Per therapist's notes" ...also his extreme dizziness signifying postural hypertension." On (B)(6) 2009 the patient presented weakness in his right arm; difficulties with dizziness; and several episodes of significant hypertension. Xr's of the cervical spine showed "hardware and cages to be in good position". On (B)(6) 2009 the patient presented mild foraminal stenosis bilateral at c4-5 improved from pre-operatively (per MRI scan). The doctor noted "I do think this patient has a c5 radiculopathy ... "On (B)(6) 2011 the patient presented neck pain and had a c-spine MRI, CT, and 5 v xr performed. The MRI indicated "status post anterior cervical spinal fusion, c4-c7, without obvious complication at the time; right paracentral disk bulge, c3-4. This in addition to severe facet arthropathy result in severe right neural foraminal narrowing and impingement on the exiting right c3 nerve; and mild dorsal disc bulging, c2-3, with mild effacement of the ventral thecal sac. No significant spinal canal or foraminal compromise seen." The CT demonstrated no "obvious complication at this time. Bilateral facet arthropathy results in bilateral foraminal narrowing; mild right paracentral disk osteophyte complex, c3-4. This in addition to severe facet arthropathy result in severe right neural foraminal narrowing and impingement on the right c3 nerve; mild disc bulge, c2-3, with mild effacement of the ventral thecal sac. No significant spinal canal compromise evident. There is mild encroachment on the right neural foramen secondary to facet arthropathy." The 5v xr showed "multiple degenerative disc disease and facet arthropathy with no significant subluxation with flexion or extension." On (B)(6) 2012 the patient presented a headache and underwent a brain MRI which indicated "focal narrowing of the left internal carotid artery at the level of the clinoid process. This is most likely related to atherosclerotic disease and appears to be hemodynamically significant. No occlusion of aneurysm identified."

Event description:
It was reported that the patient underwent an anterior cervical discectomy and interbody fusion at c4-5, c5-6 and c6-7 using a peek interbody device, an anterior plate, allograft and rhbmp-2/acs to treat cervical spondylosis with cord compression. At an unreported time post-op, the patient allegedly experienced bmp-induced inflammatory reaction and radiculopathy, severe dysphagia, chronic radiating pain, nerve pain, a left shoulder drop, atrophy, muscle spasms in his neck, speaking problems, weakness and dizziness. MRI and CT scans of the cervical spine were performed 835 days post-op. The scans found no evidence of hardware fracture or loosening, and "bilateral facet arthropathy results in bilateral foraminal narrowing. Moderate right paracentral disk osteophyte complex, c3-4. This in addition to facet arthropathy result in severe right neural foraminal narrowing and impingement on the right c3 nerve root." The patient underwent a revision surgery 888 days post-op, to treat adjacent segment disease at c3-4, spondylosis with stenosis, radiculopathy, myelopathy, dysphagia, dysphonia, scarring, neck pain, cervicobrachial pain, and suspected pseudoarthrosis. Per the operative notes: "no evidence of pseudoarthrosis was seen with exploration of fusion. Hardware was stable and intact from prior surgery. Severe epidural scarring and severe retropharyngeal scarring was seen from the prior surgery, adding significant difficulty and effort to the case ... There was a large osteophyte at the superior aspect of the plate at the adjacent segment c3-c4. This was removed ... The esophagus was mobilized after it was found to be densely scarred to the anterior spine." The hardware from the previous fusion was removed c4-c7, and new hardware was placed at c3-c4. Per the initial reporter, another osteophyte complex was reportedly observed at c5-6 but could not be removed because it was over six months old and inoperable. However, this is not mentioned in the available medical records. It is reported that the patient continues to experience breathing difficulties and difficulty swallowing, as well as mobility problems and radiculopathy causing intractable pain in the neck, arms and shoulders. The patient has undergone pain management treatment since the surgery, but nothing to-date has relieved his pain.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.